Event description:
Omsc received an information of a broken probe. There was no patient harm reported. Omsc could not obtain any more information.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 10 mm from the distal end. And there was a scratch at the broken point. There was a contact mark of the probe and h-electrode where the probe was broken off. The teflon pad was unevenly worn. The manufacturing history was reviewed, with no irregularities noted. Based on the analysis result above, since the device was grasping a thick and hard tissue and activate while twisting the tissue, the ptfe pad unevenly worn and the probe and h-electrode came into contact got damaged, and it resulted in the crack. After that, since the physician continued to use the cracked device, the probe tip broke. The tb-0535pc instruction manual already states; warning: do not apply only the probe tip to the tissue with a strong force or pull the probe tip up grasping a tissue or activate output while twisting the shaft or turning the rotation knob with the transducer and connection cable. Otherwise, the probe may be damaged by interference with the internal parts, which could result in the tip breaking and dropping inside the body cavity. This report is being submitted as a medical device report in an abundance of caution.